Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx prepubic sling system during a procedure on (B)(6) 2010. This procedure was completed with no complications. According to the complainant, post-implantation, the patient began to experience from multiple symptoms, including vaginal pressure and pain, vaginal bleeding, and/or dyspareunia (specifics and date/s of onset unknown). Reportedly, the patient continues to experience abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, and vaginal infections (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx prepubic sling system during a procedure on march 30, 2010. This procedure was completed with no complications. According to the complainant, post-implantation, the patient began to experience from multiple symptoms, including vaginal pressure and pain, vaginal bleeding, and/or dyspareunia (specifics and date/s of onset unknown). Reportedly, the patient continues to experience abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, and vaginal infections (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.